Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. New information added to the following fields: h3, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over (2) years since the subject device was manufactured. The legal manufacturer confirmed that the customer's reprocessing steps deviated from the instructions for use. Based on the results of the investigation, olympus was unable to determine what foreign material was involved. However, it was confirmed that the foreign material remained in the nozzle and suction channel. There was no physical damage to the locations of the foreign material. Therefore, deviation of the reprocessing method from the instruction manual may have caused the foreign material to remain. The subject events can be detected and prevented by implementation in accordance with the below instructions for use. Instructions for use for gif-xz1200, operation manual, chapter 3 ¿preparation and inspection¿ describes how to detect the subject events. Instructions for use for gif-xz1200, reprocessing manual, chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories)¿ describes how to prevent the subject events. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the gastrointestinal videoscope exhibited foreign objects in the suction channel and nozzle. There were no reports of patient involvement.